Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to address the error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Errors c-53 and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer was getting an error c-34 on the vio dv 2.0 integrated electrosurgical unit (erbe). The technical support engineer (tse) had them power cycle the system a few times, unplug the power cord and plug it back in with no change. The customer wanted to exchange the erbe for a covidien generator, but they did not have the covidien activation cable. There was no reported injury.